Event description:
Patient was seen with a high lead impedance (>9000 ohms), has been referred for surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.